Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. One day after the onset of peritonitis, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated for the event with injection vancomycin (1000mg, frequency, route, and duration not reported) and injection amikacin (125mg, frequency, route and duration not reported). Action taken with the patient's therapy was not reported. At the time of the report, the recovery status of the patient was unknown. No additional information is available.